Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7080556.

Event description:
It was reported that the patient developed infection at the ipg site. Symptoms of redness, oozing at incision site, fever and chills were noted. Infection was not procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.